Manufacturer narrative:
On 16-dec-2024, the product investigation was completed as the complaint device was not returned. D4 primary UDI number has been updated to (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31428720m and no non-conformances related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a decanav electrophysiology catheter and the physician stated that the deflection mechanism was "getting stuck". The catheter was not deflecting appropriately. There was no difficulty in removing the catheter. The catheter was exchanged and the procedure was continued. No patient consequences were reported.

Manufacturer narrative:
On 6-feb-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a decanav electrophysiology catheter and the physician stated that the deflection mechanism was "getting stuck". The catheter was not deflecting appropriately. There was no difficulty in removing the catheter. The catheter was exchanged and the procedure was continued. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and deflection test of the returned device were performed. Visual analysis revealed no damage or anomalies on the device. The deflection test was performed and it was found that the catheter was unable to deflect due to the puller wire was found broken inside the handle. A manufacturing record evaluation was performed for the finished device number lot 31428720m and no internal action related to the complaint was found during the review. The deflection issue reported by the customer was confirmed due to the broken puller wire. The potential cause of the broken wire could not be conclusively determined. The instructions for use (IFU) contain the following information: confirm that the thumb knob is pulled back completely before insertion (catheter in straight position); prior to removal of the catheter, confirm that the thumb knob has been pulled back completely (straightened). As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).